Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus but did not finish consuming the food needed for the full bolus amount, and experienced a blood glucose (bg) level of 46 mg/dl. Emergency medical transport (emt) provided the customer with juice and cookies. Recommendation was made to consult with health care provider regarding diabetes management.